Event description:
A customer observed patient sample results associated with the wrong pt demographics on the 950 analyzer. Mis-association of pt demographics and results may lead to inappropriate physician action.the incorrect patient result was not reported. There was no report of pt harm as a result of this event.